Event description:
It was reported that the right ventricular (rv) lead failed dfts with the lead placed on the septum. The lead was revised and placed in a more apical position in which dfts were successful. The lead remains in use. No patient complications have been reported as a result of this event.